Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and performed to specification. Review of the clinical log shows that the device gave the appropriate "no shock advised prompt" based on the patient's rhythm. The device worked as configured and within the limitations of technology available. Analysis of reports of this type has not identified an increase in trend.